Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, while the colon was being transected, the device did not fire. The surgeon was unable to squeeze the handle. A new reload was used to resolve the issue. There was no patient injury.